Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. H3 other text: device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer administered a manual injection to address bg. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue.